Event description:
It was reported the patient had a procedure to revise the scs ipg pocket due to the ipg not laying flat in the pocket. The physician opened the ipg pocket and sutured the ipg differently than before and the pocket was closed. The patient's therapy was unchanged and the issue addressed.